Event description:
It was reported during the procedure, when inserting the aculoc 2 locking screw, the screw didn't fully seat into the plate. When the surgeon turned the screwdriver to insert the screw, the tip of the screwdriver broke off. There were no adverse patient consequences. This report is related to report numbers 3025141-2022-00324 and 3025141-2022-00325 for the other devices involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned products were examined under magnification. Under magnification, it was confirmed that the batch number of the 1.5mm hex driver tip, locking groove (part number 80-0728) was 360075. The batch number of the 2.3mm x 18mm locking cortical screw (part numberco-t2318-s) could not be confirmed on the part due to extensive scratching of the surface of the head. The plate involved in this event was not returned for evaluation. This revision of the driver tip has the stick fit feature. A torsional fracture pattern was identified within the hex tip of the driver. The driver tip was measured to determine the location of fracture and approximate the amount of material missing. The driver measured 2.705 inches, indicating that approximately .045 inches had broken off the tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. The broken portion of the hex driver appeared to be embedded in the hex recess of the screw. The screw additionally showed significant signs of damage, with the first five threads below the screw head stripped and deformed. Additionally, the screw head showed significant damage with the anodization worn away and denting. It is not possible to know if this damage occurred during insertion, removal, or both. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance; however, based on the information received, the root cause could not be determined.